Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a female patient underwent an unknown procedure on an unknown date and topical adhesive was used. The patient developed blisters at the incision site. The patient was treated with steroids. The condition of the patient is improving. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the procedure was a robotic assist laparoscopy. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information: the actual device batch number associated with this event is not known. The account reports the following possible batch numbers: djr818, djr680 dlb262, dmb073, dle783, dkr719.